Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay issue with a replacement adc device. The replacement was originally issued due to customer encountering a white display screen. The customer indicated that due to not receiving the replacement, they were unable to monitor glucose and experienced symptoms of dizziness, shaking, and sweating, requiring treatment of sugar from a third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a delivery delay issue with a replacement adc device. The replacement was originally issued due to customer encountering a white display screen. The customer indicated that due to not receiving the replacement, they were unable to monitor glucose and experienced symptoms of dizziness, shaking, and sweating, requiring treatment of sugar from a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle precision neo meter were reviewed and the dhrs showed the freestyle precision neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.